Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. During unpacking of a 1.50mm x 15mm maverick²¿ balloon catheter, it was noted that the balloon was damaged, it couldn't be inflated and the balloon was totally burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube was completely separated 75.4cm from the hub. The hypotube fracture surfaces were ovaled and torn, which suggests the device was kinked prior to separation. There are numerous hypotube kinks. Functional testing was carried out by attaching an inflation device filled with water to the complaint device, and inflating the device to rated burst pressure. The balloon inflated and held pressure for 5 minutes, without leaking. The balloon has no damage. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that balloon rupture occurred. During unpacking of a 1.50mm x 15mm maverick balloon catheter, it was noted that the balloon was damaged, it couldn't be inflated and the balloon was totally burst. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.